Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a worsening driveline infection with poor compliance of antibiotics. The ongoing infections were affecting quality of life and the decision for hospice was made. The patient passed away and the death was not device related. The pump operated as intended.

Manufacturer narrative:
Section b5: the onset of the patients driveline infection is captured under 2916596-2023-05674. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.